Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided.

Event description:
It was reported that after placement of the groshong catheter, it was found that the catheter connector was disconnected from the catheter. There was no reported patient injury. No other information was provided.

Event description:
It was reported that after placement of the groshong catheter, it was found that the catheter connector was disconnected from the catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed; however, the exact cause is unknown. One 4 fr two-piece groshong nxt connector and one 4 fr groshong clearvue catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The connector pieces were returned assembled, but the catheter was not returned attached to the connector. A microscopic observation revealed a gap between one locking arm of the proximal connector piece and the catch slot of the distal connector piece. An attempt was made to disassemble the connector pieces. The connector pieces were found to be able to be pulled apart by hand with ease. The distance between the locking arms of the proximal connector piece was measured and was found to be wider than the specification; however, it is unknown if the connector was damaged prior to this measurement or what other contributing factors may have affected the interaction between the connector pieces. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.